Event description:
It was reported that the ventilator alarmed for inspiratory flow overrange. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The inspiratory flow overrange alarm during pre-use check was reported. Identification of issue has been done by analyzing problem description, service report, device¿s logs and attached photos. Based on technician statement, the device was checked with a good working expiratory cassette. The issue was not reproduced. Inspiratory flow overrange alarm indicates that combination of setting exceeds the allowable inspiration flow range. The issue was reported to competent authority as inspiratory flow overrange alarm may lead to stop of ventilation (or insufficient ventilation). The review of device's logs confirmed occurrence of clinical alarms as an indication of difficulties with ventilating the patient. Alarms such as high respiratory rate, peep low, inspiratory tidal volume overrange or expiratory minute volume low indicates a leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The issue was decided to be reported as leakage in patient circuit may lead to insufficient ventilation or no ventilation to the patient. The root cause of the reported alarms has not been determined, as it remains unknown what was the source of the leak. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 01/01/2006. Corrected manufacture date: 11/29/2005. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.